Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump and flow meter. During evaluation, it was confirmed that the unit was received low flow alerts. Serviced circulation pump. A failed flow meter also contributed to the reported issue. The device underwent pm servicing while in for repair. Replaced flow meter. Serviced the mixing pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was getting alert 02 (low flow) during therapy. The system had over 7000 hours and was due for the 2000hour preventive maintenance. Per investigator notification received on 13jun2023, it was reported that the failed flow meter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was getting alert 02 (low flow) during therapy. The system had over 7000 hours and was due for the 2000hour preventive maintenance.